Event description:
It was reported that the pump was due to run out of medication, and needed to be refilled. The patient was admitted to the hospital. The reason for the patient's hospitalization was not reported. Additional information has been requested, but was not available as of the date of this report.